Manufacturer narrative:
During quality investigation, the customer's complaint was confirmed; the device overheated. Further investigation identified the rotor as the primary cause of the failure. The culprit parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was associated with the event, the procedure was completed with another device without any procedure delay.